Event description:
It was reported that the customer was taken to emergency room by paramedics, and was subsequently hospitalized due to a blood glucose level that ranged from 198-217 mg/dl and high life threatening ketone levels. Customer drank water, consumed food, and delivered a correction bolus prior to being hospitalized in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause of the reported issue was unknown. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.